Event description:
In 2009, the pt's husband and the pt reported that she has experienced elevated blood glucose readings due to an ongoing issue with air bubbles in the insulin cartridge of her infusion device. Her normal range is 60-120 mg/dl. She stated, she has had elevated readings all day (no specific value given). Symptoms are "stinging really bad" and hunger. She said, she just noticed an air bubble in her cartridge which her husband is priming out. She stated her doctor keeps adjusting her basal rates. She said, she uses room temperature to fill her cartridges. She changed the adapter yesterday and changes her cartridge frequently due to the air bubbles. The pt was educated on the proper procedure to change the cartridge. Courtesy cartridges and adapters were sent and a request for add'l training was submitted. On 11/29/2009, the pt's husband stated he filled the pt's insulin cartridge five days after event, and had to complete several primes to remove air bubbles. He stated air bubbles typically form 3-4 hours after a cartridge change. He lubricates the cartridge before filling it to "as close as I can to 315". He adjusts the piston rod to 310 before inserting the cartridge and properly tightens the adapter and luer lock. The infusion device was replaced and requested to be returned for eval.